Event description:
Images from one series can be mixed with images from a different series and there is no indication on the images from what series they are from. This affects only clinical sites and a fix has been indentified.